Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient's family/friend. The patient had an implanted pump. Indication for use was noted as cervical radiculopathy and spinal pain. It as reported that on (B)(6) 2017, the pump was alarming/beeping. The patient was on hospice and could not get out of bed. The patient wouldn¿t make it to the healthcare provider's (hcp) office. The family member could not get the patient out of bed so they missed the refill. The caller was told to follow up with the hcp for options on what to do to get the pump silenced. The caller stated they wouldn't do anything but that he would call him. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.